Event description:
Customer called to report that the synchron lxi 725 clinical system generated falsely high magnesium results for one patient sample. Customer stated that patient results and data were not available, but that results were not reported outside the laboratory; therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and replaced the cartridge chemistry (cc) sample probe, cc sample wash collar, and both cc reagent wash collars. The fse then performed alignments without finding any errors. Next, the fse replaced the defective tubing and the vacuum probe on the cuvette wash assembly. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved with the hardware repairs performed by the fse, including the replacement of the defective tubing. Please note that two additional medical device reports were filed based on the same set of events as medwatch #2050012-2012-00269 (beckman coulter, inc. Report identifier (B)(4)) and medwatch #2050012-2012-00270 (beckman coulter, inc. Report identifier (B)(4)). (B)(4).